Event description:
Elderly male with history of hypertension and positive stress test. During the procedure, 3 vessel coronary artery bypass graft - the antegrade spike did not work properly. When removed, it was noted that the blue disc was misshapen. No known harm to patient.